Manufacturer narrative:
A ge svc rep performed an onsite investigation. The video signal connections were evaluated and released. The sys was tested and found to be working as intended and returned to svc.

Event description:
The customer reported that the sys intermittently failed to display fluoroscopic exposures and exhibited intermittent functionality. No pt serious injury or death was reported related to this event.